Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. Vessel and aneurysm morphology from the time of implant were not reported. It was reported that on an unknown date, a total stent graft occlusion was discovered by an ultrasound. The patient had a pancreatic cancer mass that developed over the last three months, in which the physician believes was the cause of the occlusion of the stent graft. The occlusion of the stent grafts starts at the renal arteries and proceeds down to the end of the stent graft limbs. The patient was treated with an axillary-femoral bypass. It was reported that the patient expired later that same day. The physician stated that the cause of the patient's death was not related to the stent graft but related to the wash out of the lactic acid and potassium build up advancing through the heart resulting in a myocardia infraction. There was no autopsy performed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion, death), patient's condition affected effectiveness of device (anatomy related; pancreatic cancer mass). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pancreatic cancer mass).